Event description:
It was reported that an occlusion alarm occurred. Customer changed the pump supplies and successfully resumed insulin therapy. Elevated blood glucose levels were addressed by customer changing pump supplies and administering a correction bolus via the pump.